Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm and unexpected restart alarm. Customer's blood glucose level was unknown. Troubleshooting for no delivery alarm was performed. Customer advised they changed out their entire set and reservoir. Customer advised the no delivery alarm recurred. Customer's doctor placed them on insulin drip while at the hospital for a stomach and foot ulcer. Customer advised they have not used insulin pump therapy since october of last year. Customer declined to return the reservoir and infusion set for analysis.